Event description:
Oversensing, high threshold. Guidant df-1 cable is 20 years old. In the september transmission, in observations, it says that it has had more than two thousand short intervals in the last year. In the saved episodes, it seems that there is no noise. They have done some tests in the hospital and they checked that there is no noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).